Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected fields: d4 (serial#), h4. The serial number for the iabp unit initially reported was incorrect, the correct serial number should read: (B)(6).

Event description:
It was reported that during installation of the cs100 intra-aortic balloon pump (iabp) by the distributor's getinge trained field service engineer (fse), the right side of the screen was abnormal when the iabp unit was turned on. This is an oob of the cs100 iabp. Since the event occurred during installation, no patient was involved and there was no adverse event reported.

Event description:
It was reported that during installation of the cs100 intra-aortic balloon pump (iabp) by the distributor's getinge trained field service engineer (fse), the right side of the screen was abnormal when the iabp unit was turned on. This is an oob of the cs100 iabp. Since the event occurred during installation, no patient was involved and there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6, h10. The suspected oob lcd display was sent to getinge's national repair center (nrc) for evaluation. A senior repair technician inspected the lcd display and no visual damage was observed. The technician then installed the lcd display into cs100 test fixture and it tested to factory specifications per cs100 service manual and it failed testing. The national repair center verified the reported failure of "the right vertical side of the display is blank". The lcd display is being scrapped and retained in the nrc per procedure.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge representative has verified that the distributor's field service engineer (fse) has replaced the lcd display which resolved the reported issue. The iabp unit was successfully installed, all testing passed to factory specifications, and was cleared for clinical use. The faulty lcd display has been requested for further investigation. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that during installation of the cs100 intra-aortic balloon pump (iabp) by the distributor's getinge trained field service engineer (fse), the right side of the screen was abnormal when the iabp unit was turned on. This is an oob of the cs100 iabp. Since the event occurred during installation, no patient was involved and there was no adverse event reported.